Event description:
It was reported that patient underwent knee procedure in (B)(6) 2009. Patient underwent revision surgery on (B)(6), 2010 due to pain and marginal loosening of the tibial tray. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) 2009 (exact date unknown). This report filed on (B)(6), 2010.